Manufacturer narrative:
The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2019-01239. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the catheter break/separation due to onyx entrapped. The catheter broke at the distal tip and not at the detachment zone. The patient was undergoing embolization treatment for an arteriovenous malformation in neck region. The vessel was normal tortuous. It was reported that at the end of the embolization procedure, a counter force was made to remove the catheter and the detachable tip was as indicated. The tip of the catheter did not come and there was still a loose tip, which is not the detachable part of it. It was necessary to remove the loose end, so the physician used retrieval device and collected the loose piece. Procedure was successfully completed and uneventful to the patient. Reported device and any accessory devices were prepared as indicated in the IFU. No patient injury was reported.